Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure on the chest, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this event was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken. The returned blade was measured where possible and all critical specifications were met. Tests performed on sample blades could not replicate the failure. A definitive root cause for the blade breakage cannot be determined in this case.

Event description:
It was reported that during a surgical procedure on the chest, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.